Event description:
Pt with 10 cm of hgd. Nodularity resected for staging with emr. Although a stricture related to emr was not reported, focal ablation, rather than circumferential ablation, was performed after emr healed, suggesting esophageal narrowing. Pt then developed further narrowing which was dilated serially. No follow-up regarding resolution is available.